Manufacturer narrative:
Patient city: (B)(6). Patient country: united arab emirates. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient had high blood glucose and ketone levels. The level of blood glucose was 400 mg/dl and ketones 2. The patient was treated with manual injection to treat high blood glucose level. No further information was available.